Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured at 8 atms. The lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending coronary artery. The physician used an unspecified introducer sheath for vascular access and a fielder guidewire and a 6f medtronic launcher fl3.5 guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to post-dilate a cypher stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.